Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer inquired if she was eligible for a new insulin pump. She mentioned high blood glucose of 402 mg/dl. She saw her medical doctor who made some changes to the insulin pump and was okay with changes. The customer decline to troubleshoot for her high blood glucose.